Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a red, itchy rash with welts all over her body while wearing the lifevest. The patient was given a prescription for an oral medication and lotion from her physician. The outcome of the irritation is not known.